Event description:
It was reported the electrogram showed the right atrial (ra) and right ventricular (rv) leads had intermittent noise on several high rate episodes. It was noted that both leads were programmed to unipolar sensing. Also, there was a lead warning for the rv lead having low impedance which had been chronically low in the low 200 ohms range. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found the right ventricular pacing impedance was out of range and low. There was 36772 short circuit paces since (B)(6) 2012. There was also oversensing emi/noise with 262 non-physiologic paces since (B)(6) 2012. There was a lead alert warning on (B)(6) 2012. Lead impedance stable just in low 200's, does not drop below 200 ohms. A single low impedance pace triggered a lead warning.